Manufacturer narrative:
No sample is available for the MFR to evaluate. A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Therefore, at this time the customer complaint cannot be confirmed.

Event description:
It was reported that the physician was performing a sacrospinous fixation procedure using the capio slim device. After loading the suture and inserting it into the pt, the handle was depressed to deliver the needle and suture through the ligament. It felt a bit clunky" on removal and the physician noticed that the suture had not been captured in the capio and the taper-cut needle was missing. It was confirmed that the needle detached (broke off) and was left inside the pt. No pt injury reported.